Event description:
A ventilator was returned to the manufacturer for service. There was no patient harm or injury. During the evaluation of the device at the manufacturer's service center, the lcd screen was found to be blank and unreadable. The device's lcd screen was replaced to address the issue.